Event description:
Pt initiated on infusion of 5-fluorouracil on (B)(6) 2015 at a rate of 1 ml/h with a total amount/volume of 2800 mg/168 ml ns (with overfill 2850 mg/171 ml ns) to infuse over 7 days using a cadd pump. The infusion was started approximately at 1:30 pm. At approximately 11 pm, the pt received an alarm reading end. Amount infused showed that 572 ml were delivered. It appeared that the entire 7 days dose of fluorouracil (400 mg x 7 days, 2800 mg) infused over approximately 8 hours (approximately 350 mg/hour). The pt called the on call physician who advised pt to come to ed. On presentation, the pt was asymptomatic, platelets were 420k, wbc 9400 with greater than 90 percent neutrophils. No chest pain, or any other symptoms. It later became evident that the entire dose of 5-fluorouracil had not infused on the pt. Given risk of toxicity, a decision was made to admit the pt and treat with uridine triacetate, an investigational drug for the management of fluorouracil toxicity. He completed a five day course of this medication with no ill side-effects noted. He was hemodynamically stable without signs of toxicity including alopecia, chest pain, dermatologic, gi dysfunction, myelosuppression, and neurologic issues. Investigation of this event indicated that the drug was prepared appropriately and discussions with nurses and pharmacists indicate that the pump programming was done correctly. An investigation by the MFR indicated that the "clamp bar open "d.op" (must pass both conditions, status indicator read, audio alert) failed... The d.op sensor test, sensitivity set to low and pump not alarming with the 0.11' pin gauge but did not alarm with spring lock was disengaged out of adjustment". Based on internal assesment, it appears that the clamp/lever disengaged and allowed free flow, with subsequent blood backflow into the bag. It remains unclear why the amount infused displayed 572 ml.